Event description:
An ophthalmic surgeon reported there was poor aspiration during a cataract with intraocular lens implant procedure. The procedure was completed with no impact to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 8, 2006. Based on qa assessment, the product met specifications at the time of release. The fluidics assembly module was received for evaluation. A visual assessment of the returned sample to show no issues. Functional testing on the fluidics assembly mechanism was performed. The module was connected to a hotbed and was able to prime and tune with no problems. The fluidics module was then tested in order to test irrigation and aspiration control points. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).